Manufacturer narrative:
The cable exhibited a damaged outer and inner insulation exposing the inside copper wires, and signs of a third party repair.

Event description:
The core sumex drill was sent for evaluation because during tests conducted by the manufacturer sales rep, the cable exhibited a damaged outer and inner insulation exposing the inside copper wires. There was no pt involvement, and no adverse consequences were reported.